Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: scratches and some deposits on the housing, some particles in the delivery liquid, deposits in the inlet spout. Permeability test: the test showed that the m.blue is non-permeable. Adjustability test: the m.blue was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the gravitational unit of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in the m.blue. Results: based on our investigation results, we can identify a "blockage" of the valve. A deviation of the adjustment could not be detected. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.

Event description:
It was reported that a m. Blue (#fx801t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be not further adjustable and possibly blocked. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) height: (B)(6) weight: (B)(6) gender: unknown.